Event description:
The customer reported the generation of erroneous high ion selective electrode (ise), including sodium (na), chloride (cl) and calcium (ca) patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed the modular chemistry sample probe wash collar failed to aspirate due to malfunctioning vacuum waste valve (solenoid valve). The fse replaced the solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer.the beckman coulter internal identifier is (B)(4).